Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was up to 500 mg/dl. The customer mentioned that he changed his set and the reservoir alarm no delivery. The customer stated that the alarm did not occur during manual prime. The customer reported that the alarm was resolved by a complete set change. The customer will be sent replacement reservoirs.